Event description:
It was reported when an asymptomatic patient presented in-clinic for a generator replacement due to normal eri, high capture threshold was observed on the lv lead and it was also noted that the patient experienced diaphragmatic stimulation at high outputs. As such, the left ventricular (lv) lead was explanted and replaced during the device replacement procedure. The patient was stable before, during or after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.